Manufacturer narrative:
Corrected section: a-2 - age at time of event. Corrected a-2 from *82" to "81". Internal complaint number: tw #(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The hp1device was not returned for investigation. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The scope wash tubing on the cannula was observed to have been cut and melted. The c-ring was not transected. No other failures were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode reported failure mode ¿peeled; jaw¿ was not confirmed but confirmed for analyzed failure mode "break, c-ring".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro silicone peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro silicone peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.